Event description:
Drainage set was placed in july 2005. Patient was able to move in bed. In less than 24 hours, the luer lock broke off and csf saturated the bed until it was discovered by a nurse. The system was removed by the physician. It is unknown whether another drainage system will be placed. The patient will probably be treated on prophylactic antibiotics.